Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a drop in impedance measurements after the patient experienced heart failure. The patient has been intubated due to this condition. Technical services (ts) was consulted and reviewed possible reasons for the impedance drop and recommended further evaluation. Impedance measurements stabilized. This crt-d remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).